Event description:
In review of published literature, these findings were noted. Frederico bastos goncalves, md, an jairam, md, michiel t. Voute, md, adriaan d. Moelker, md, phd, ellen v. Rouwet, md, phd, sander ten raa, md, phd, johanna m. Hendriks, md, phd, and hence j. M. Verhagen, md, phd, "long-term clinical outcome and morphologic analysis after endovascular aneurysm repair using the excluder endograft" copyright 2012 by the society for vascular surgery. Between (B)(6) 2000 and (B)(6) 2007, 144 pts underwent endovascular repair of abdominal aortic aneurysms using gore excluder aaa endoprostheses at erasmus university medical center. (B)(6). Eighty eight percent of the pts were male. The article describes that one pt underwent secondary intervention where percutaneous transluminal angioplasty was performed.